Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced motor error alarm. The customer reported blood glucose value of 370 mg/dl. The customer reported hyperglycemia treated with ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-754wws. Customer reported receiving a motor error and e70 alarm. No further patient complications were reported. Mmt-754wws was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0874 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. Motor error alarm not confirmed during testing. E70 alarm not confirmed during testing. The following were noted during visual inspection: broken belt clip slot. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no data available on (B)(6) 2024 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 15-mar-2024 in the pump history file due to no data available. Unable to verify motor error alarm, and e70 alarm on the event date 15-mar-2024 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 15-mar-2024 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or on the motor. The motor was tested outside of the pump and passed. The pump passed the functional testing. Unable to confirm alleged hyperglycemia (high bgs). Motor error alarm not confirmed during testing. E70 alarm not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.